Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the implant backed out. The patient had an ossification of posterior longitudinal ligaments. The surgeon requested a re-operation through the distributor. The implanted bone graft was anteriorly displaced and the screw inserted into c7 was backed out from the plate. The screw did not move out from the plate, so the locking appeared stable. The reoperation planned for (B)(6) will be with the next size-up of plate length and screw diameter. The plate and screws were returned and sent for investigation. No further information was provided and no additional information about the event is available at this time. This is report 4 of 7 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents have not been were reviewed as the lot number currently remains unknown.

Manufacturer narrative:
The manufacturing evaluation was conducted and it states that the screw was worn but overall to be classified as in working order. The color of the outside surface is partially worn away.

Event description:
This is report 1 of 7 for (B)(4).